Event description:
It is reported that the device was implanted on june 2, 2006. The device was revised on may 22, 2006, due to osteolytic cysts around the screws on the tibial baseplate from the polyethylene.

Manufacturer narrative:
H3: evaluation summary: cause cannot be definitively determined. H6: evaluation codes: insert shows wear on both medial and lateral condyle surfaces along with gouging around perimeter. Distal surface has worn to point that identification markings are no longer visible and shows protrusions where baseplate screw hole caps aligned with insert. Scanning electron microscope examination showed third body particles on insert. Energy dispersive spectroscopy analysis of particles showed c, o, na, k, ci, ca, ai, si, mg, s and zr elements. Eds analysis of insert material showed a c (carbon) peak in spectrum typical of uhmwpe material.